Event description:
It was reported the balloon could not be visualized during procedure. Outside of the patient, the balloon was tested and inflated without the guidewire. No patient injury reported.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).